Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the complaint of dim/fading/discolored display could not be investigated due to the display screen being blank. The blank display was replaced with a test display, and the test display screen functioned normally. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and the bumpers on the battery compartment and cartridge compartment were cracked and peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the display screen text was faded and dim. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.